Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported there was an out of regulation (oor) indicating the ins could not output what was being requested. The caller tried to increase stimulation when he got the message. It was reviewed how to bypass the oor. It was reported the device was non-rechargeable. The patient was directed to follow up with the health care professional (hcp). Additional information was received: it was reported that the patient was still seeing the oor message come up on their programmer. The patient stated that their "programmer was screwing up," and that when they saw the message last week it completely shut them down and turned off their stimulator. It was reviewed that the message was strictly about the ins and that the programmer was working as designed. The patient was no longer able to bypass the oor screen and had tried to turn the programmer off and on. They would need to follow up with their hcp. There were no further complications reported.